Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was not bent or kinked, however, a tear was found near the tip of the formed needle which allowed for fluid to exit through the tear. It cannot be determined when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl. The patient reported cannula being bent/kinked, while wearing it on the leg. For treatment, manual injection was administered.